Event description:
New information received notes that the right ventricular lead was capped and replaced on 7 mar 2023. Patient condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that far p-wave oversensing, high capture threshold, and low sensing were observed via remote transmission. The patient received multiple inappropriate shocks. Dislodgement was observed via chest x-ray. Lead replacement is planned. In the meantime, the patient has been hospitalized and hv therapy was disabled to prevent any additional inappropriate shocks from being delivered.